Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced an infection at the ipg pocket site. The patient contacted his physician and was instructed to go to the emergency room (ER). The patient presented to the ER and the drg system was explanted. The patient continues to follow-up with his physician and is doing fine.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.